Event description:
The report from the saga registry indicated that: a patient was admitted for a procedure to an svg to the first om vessel. The 3.5mm svg was 95% stenosed, and the distal target lesion was 20mm. Preprocedure timi flow was three. Predilation information is unknown. A 3.5x18mm cypher stent was deployed to the site at 8 atm. A type c dissection occurred during the procedure. Postdilation was not conducted. Postprocedure stenosis was 5%, per visual evaluation, and timi flow was three. Fifteen months later, the patient had a restenosis at the target lesion of greater than 50% on follow-up angiography. It was treated with pci. The patient was discharged on plavix 75mg for an unknown length of time.